Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly while they wanted to bolus. Customer's blood glucose level was 400 mg/dl. The customer wanted to set a correction but the numbers increased. The insulin pump gave them a blood glucose level of 12 units. The customer's blood glucose level dropped to 50 mg/dl. The customer went to the hospital to take pens. The customer was not hospitalized. The customer was advised to stay on back up plan. The device was not returned.